Event description:
A report was received that the patient was experiencing some heat at the battery site while charging. The patient was prescribed lidocaine cream and it seemed to be working. Database analysis revealed no anomalies.

Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing some heat at the battery site while charging. The patient was prescribed lidocaine cream and it seemed to be working. Database analysis revealed no anomalies.